Manufacturer narrative:
The pipeline device will not be returned for evaluation as it remains implanted in the patient. From the reported information, there was no defect of the device during use. The cause of the event could not be conclusively determined from the reported information. Zanaty, m. Et al (2016). Failure of the pipeline embolization device in posterior communicating artery aneurysms associated with a fetal posterior cerebral artery. Case reports in vascular medicine, 2016, 1-4. All mdrs related to this article: 2029214-2016-00419 2029214-2016-00420 2029214-2016-00421.

Event description:
Medtronic received information from literature that a patient required retreatment after pipeline implantation. The patient presented with headaches and an intracerebral aneurysm was incidentally found. The aneurysm measured 10x7mm with a 4mm neck and was located in the right posterior communicating (pcom) artery with a fetal posterior cerebral artery (pca).a pipeline device was implanted. The patient was administered aspirin (325mg) and plavis (75mg) daily. Six-month follow up angiogram demonstrated persistent filling and flow into the aneurysm. The aneurysm was successfully treated with microsurgical clipping. The patient's karnofsky performance status was 100. The physician stated that pipeline treatment did not promote aneurysm occlusion due to high physiologic demand; high flow through the fetal pca and aneurysm sac remained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.